Manufacturer narrative:
Internal damage on the implant. Abutment could not be fixed. No product problem detected. The implant cams were mechanically manipulated therefore the function of the abutment was no longer available. Dentist should have consulted instruction for use to prevent this from happen.

Event description:
Internal damage on the implant. Abutment could not be fixed.